Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the right ventricular lead and high impedance measurements were also noted. The physician completed the procedure and stable impedance measurements were noted. The following morning the lead impedance had dropped, sensing was unstable and loss of capture was noted. A chest x-ray revealed that the lead had dislodged but the patient remained in stable condition. The physician on call did not perform pacemaker procedures, so it was elected to reprogram the device to vvi mode. On sunday morning, the patient complained of experiencing chest discomfort. The patient was checked and normal sinus rhythm was noted but the physician elected to turn off the device. Later that day, the patient continued to experience the chest discomfort and the physician elected to treat the patient with morphine. The patients blood pressure then dropped and a chest x-ray revealed a hemothorax. The physician then inserted a chest tube to drain the blood but the patient deceased. The physician did not allege that the patients death was caused because of the pacemaker and lead but instead suspected the implanting technique could have contributed. The cause of death was unknown. No additional information was available at this time.